Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of hypertensive urgency with stomach ache and subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and the adverse event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient has a pre-existing history of hypertensive heart disease which most likely caused or contributed to the event. Hypertensive urgency can be triggered by a variety of issues including kidney failure and medications the patient's concomitant medications are unknown. In addition, the patient¿s upset stomach is a side effect of hypertensive urgency. Based on the available information the liberty select cycler can be excluded as the cause of the patient¿s adverse event, however the pd therapy itself could have contributed to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2019 for high blood pressure and stomachache. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment with the liberty select cycler on (B)(6) 2019, unknown cycle and phase, when they experienced hypertension and a stomachache and was transported to the hospital via emergency medical services (ems). The patient was in a hypertensive urgency (unspecified) and admitted to the hospital. The cause of the event is unknown. The hospital course is unknown; however, the patient did continue pd treatment with baxter products during the hospitalization. The patient was discharged to home on (B)(6) 2019. The patient has a history of hypertensive heart disease, hyperlipidemia and diabetes mellitus type ii. It is unknown what concomitant medications the patient was taking at the time of the event.